Event description:
It was reported that the lead exhibited noise, poor bipolar sensing and high impedance of 1900 ohms. This was resolved by decreasing the ventricular sensitivity. The patient is to be monitored closely.

Manufacturer narrative:
Na